Event description:
A report was received that the patient's ipg was explanted due to frequent ipg charging. The physician replaced the ipg with a new one and the patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was explanted due to frequent ipg charging. The physician replaced the ipg with a new one and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was verified. The ipg battery has been depleting prematurely due to excessive current leakage through a defective capacitor.